Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 component codes and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed due to unavailability of device or imagery for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''during the procedure, a big difficulty was encountered when attempting to advance the commander delivery system with the valve through the sheath. After considerable difficulty, the commander delivery system, advanced. The team proceeded to align the valve with the balloon, but the valve did not deploy, and the balloon was punctured''. During manufacturing delivery systems are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing and flushing, suggesting that there was no issue with the device when removed from packaging. Delivery system leakage may result from damage to the delivery system material sustained through a combination of patient and/or procedural factors. In this case, resistance was felt while advancing the delivery system with the crimped thv through the sheath. It is possible that excessive manipulation and/or force was used to advance the delivery system with crimped valve through the sheath, causing damage to the balloon. If excessive force is applied to the delivery system with crimped thv during insertion, the apices of the thv frame may damage the crimp balloon, causing a leak that prevents balloon inflation and thv deployment. As such, available information suggests procedural factors (excessive device manipulation) may have contributed to the reported event. However, a definite root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no.

Manufacturer narrative:
Reference no. (B)(4). The investigation is ongoing.

Event description:
As reported, it was a case of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, significant difficulty was encountered while attempting to advance the commander delivery system with the valve through the sheath. After considerable effort, the system was eventually advanced. The team then attempted to align and deploy the valve; however, the valve did not deploy, and the balloon was found to be punctured. All equipment was removed, and upon extraction, a detached transparent portion of the sheath was discovered adhered to the valve skirt. The procedure was subsequently completed using a new kit, and the patient was reported to be doing well.